Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead had intermittent rise in shock impedance from 112 ohms to 200 ohms over the past year. It was also noted that the patient had not been seen for 13 years, so no data to review beyond than one year. The lead remains in-service, and it was recommended to consider commanded shock testing or replace lead and test for set screw issue. No adverse patient effects were reported.

Event description:
This report is being filed with updated conclusion code.